Manufacturer narrative:
The event of lead migration was reported to abbott. B3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000128372. The patient underwent full explant of the scs system and replacement of cervical and thoracic leads due to lead migration and ineffective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-07425. It was reported that patient experienced ineffective therapy due to cervical lead migration. As a result, surgical intervention was undertaken wherein both the cervical and the thoracic leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the cervical lead that migrated.